Event description:
"When the op staff insert and remove gauze through trocar, the translucent septum was broken. Although the doctor have experience of using gelpoint few times before but it has not happened before. Request applied medical to investigate this cngl2. Hospital: osaka university hospital of medicine." Patient status: not effected.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the shield had dislodged from one sleeve and noted that the shield petals of another sleeve were bent; however the shield was still intact and centered inside the sleeve. A cngl2 unit from inventory was tested by inserting 12-ply sterile unlubricated gauze through the sleeve and engineering confirmed that the shield dislodged. The root cause of the incident may be due to the using textured and unlubricated gauze which caught onto the shield and caused the dislodgement. The instructions for use (IFU) states, "to minimize eversion of the sleeve's seal, instruments with high textured surfaces should be coated with a sterile lubricant." This document represents our final report.